Event description:
It was reported that a pt was being unloaded from an ambulance when the cot became too firmly caught on the safety hook. Reportedly, the emts pulled on the cot forcefully and the cot came out of the ambulance so fast that the legs did not lock in place. No pt injury reported but both crew members were allegedly injured and have filed workmen's conpensation claims.